Event description:
It was reported that this patient experienced shortness of breath during hall walks. Upon review it was noted that this pacemaker recorded noise oversensing on the minute ventilation (mv) channel which disabled the mv feature. Technical services (ts) was consulted, and it was advised on using the accelerometer feature instead. No additional adverse patient effects were reported. This device remains in service.